Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The high blood glucose remained elevated for more than four hours. The treatment for the high blood glucose was administered via pen injection. No further information available.